Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Sample is not available for return. An image was provided for investigation. A follow-up report will be submitted upon investigation completion.

Event description:
PICC presents rupture in its distal portion (hub) with extravasation when infusing serum/medication. There was no patient harm. The sample is not available for return.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the provided per, there was no sample available for review. However, a video was provided that was consistent with the reported issue. Therefore, this complaint was confirmed. Without the sample to review, determining a definite root cause for the leakage is not possible. It cannot be determined if the reported issue was due to an event within the unit storage, assembly, packaging, or shipping of the product or an event within the customer environment. There have been no other complaints regarding this issue with this lot number. Since a definite root cause could not be established, no corrective action will be taken. Argon will continue to monitor for recurrence.